Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "this unit should not be used by children without adult supervision" and consumer failed to perform that instruction.

Event description:
Consumer alleges her daughter was laying on the heating pad in bed and it caught fire damaging her blanket. There was not a report of serious injury with this incident.